Event description:
My underage daughter was changing her tampon when the already inserted tampon[invalid] came out only . The tampon moved further back when she attempted to remove it herself. She was hysterical with fear due to being told she could get toxic shock syndrome. Had to take her to the dr where the dr extracted the tampon. We were charged $(B)(6) to have it extracted and therefore was now considered a procedure. She was very traumatized by the incident and is now afraid of using tampons.